Manufacturer narrative:
(B)(4). Date sent: 05/06/2020. Additional information received: based on the implant year, 2017, the device is part of 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information received: received message from rep that patient is having device explanted on (B)(6). Shipper kit should be sent to hospital contact for device return.

Manufacturer narrative:
Pc-(B)(4). Date sent: 09/05/2019. Per photographic evidence: two x-ray images of the linx device were received. 1. X-ray image of the linx device. Device appears to be in a continuous/annular state. The connected clasp beads are visible. 2. X-ray image of linx device. The linx appears to be discontinuous. The mechanism/cause of failure cannot be determined from the x-ray provided. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2022. Investigation summary: a 15-bead linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured and was found to be greater than the specification. The male bead case through-hole was slightly nonconcentric with a small amount of material displacement at the outer edge of the through-hole. The overall appearance of the surface of the male bead case didn¿t exhibit gross loss of shape. The exposed weld ball diameter was measured and was found within specification. A divot was observed on the weld ball which is a typical feature and is a result of the weld ball forming process. The interference between the male bead case through-hole and the exposed weld ball diameters was 0.0001".

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022.

Manufacturer narrative:
(B)(4), date sent: 10/28/2019. Additional information received: the explant procedure has not yet been scheduled. We will be alerted once the procedure is scheduled.

Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: (B)(6) yr old male. Linx implanted in (B)(6) 2017 with good improvement of reflux symptoms. In (B)(6) 2017 he underwent a dilatation to address some residual symptoms of pooling and dysphagia, and the dilatation resolved these symptoms. In (B)(6) 2019 he presented with recurrence of reflux symptoms, including regurgitation and throat symptoms. Barium swallow showed that the linx device has become discontinuous. He has been started on ppi medications and will be reviewed in 6-8 weeks by mr (B)(6), plan is to either: remove the linx and leave as is; remove linx and replace with a new one; remove linx and perform fundoplication. The device will be removed in august. At this point, we will know the size and lot number when the device is sent back. No further information is available at this stage. The hospital is (B)(6).

Event description:
It was reported that the surgeon believes the device has separated between the ball bearing and the magnet housing. Patients has been absolutely fine for 2 years and then unexpectedly over the last few weeks, the reflux re occurred and after an xray you can see the linx device how it currently is. The patient is about to be put on ppis to manage the recurrent of symptoms. No date as yet to remove the device. I have no more details at this stage. The exact lot number is being confirmed asap.